Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "according to the client, during the scope check before sterilization, the reduced image quality was found." No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during investigation of the concerned product the reported issue "reduced image quality" could be confirmed. The distal solder joint is chemically dissolved and leaking. Due to the leak, moisture could penetrate the rod lens system unhindered and impair imaging accordingly. Furthermore, residues due to the leak are visible in the system, which also have a negative effect on imaging. Residues are also visible behind the distal cover glass. The damage found is not due to a manufacturing/production defect but is most likely due to clinical reprocessing (reprocessing media used, reprocessing time, insertion time) the event is filed under internal karl storz complaint ID: (B)(4).